Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on both the svc (superior vena cava) defibrillation coil and the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient alert sounded, and the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited a sudden increase in impedances and a possible fracture. The lead alerts were reprogrammed, and the lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient alert triggered once again, and the rv lead exhibited high pace/sense and svc coil impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.